Event description:
Allegedly the patient was revised due to mom complications (right). Corrected (B)(6) 2014: allegedly the patient was revised for unknown reasons.

Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00686, 00687, 01132, and 01133.

Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.